Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2011, 4968-25 lead, implanted: (B)(6) 2011, 6996sq41 lead ,implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a confirmed fracture and high lead impedance. It was also reported the right ventricular (rv) lead and left ventricular (lv) lead experienced possible fractures and were "falling apart close to the leadpin." The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was extrinsically breached due to a tear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.